Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Material#: 309623 batch number#: 3340120 it was reported that the bd syringe 1ml s/t w/ndl 27x1/2 rb had a syringe needle connectivity issue. The following information was provided by the initial reporter: verbatim#: rcc received a complaint via email. Email(s) attached notification only (no investigation required) for (B)(4) ¿ needle - bent / broken / damaged (syringe separating). Notification only no lot provided to takeda. Bd syringe: plastic dosing syringe (1 ml) with needle attached (27g, 1/2 inch). Bd syringe lot number(s): 3340120 bd catalogue: 309623 takeda awareness date: 24 oct 2024 (B)(6) - primary container/closure - primary packaging/container difficult to open (B)(6) - needle - bent / broken / damaged (syringe separating). Report received from accredo on 24oct2024: the patient stated that the needles that come with the gattex since there has been a change has caused lots of issues that she previously did not experience. The patient stated that ever since the needles have changed on the supply kits, she has had issues with the needle detaching from the syringe and also the plastic cap that covers the needle is very hard to remove and the patient has accidentally stuck herself a couple times while trying to remove. No additional information provided. Product: gattex country of origin: united states sample / photo availability: no sample or photos were provided to takeda. Ae: no ae reported. Patient identifiers available? (I.e. Gender, weight, ethnicity, etc.): patient identifiers will not be available for any investigation request.